Event description:
Due to the condition of the vessels, the physician elected to use iliac leg extensions, placed inside the main body graft and then place the iliac leg grafts distal of both the contralateral and ipsilateral extensions. Placement of the grafts on the contralateral side was uneventful. However, a type I endoleak was noted post angiogram of the placement of the ipsilateral leg graft. The iliac leg graft was re-ballooned, but the endoleak still persisted. The physician could not further extended the length with a 22mm cuff because there was not enough room within the graft and the vessel. Placement of another iliac leg graft occluded the right hypogastric. Due to the condition of the vessels, there was no other alternative. Final angiogram noted right hypogastric occlusion with no visible signs of endoleak.